Manufacturer narrative:
The lens was inspected at 1ox magnification under a stereoscopic microscope. The lens was seen with multiple dig outs on the optic and there was a partial tear on one of the haptics. This was probably caused by the removal of the lens from the eye with a sharp instrument. No other defects were seen on the lens. The cartridge was not returned for inspection, but the lens and this cartridge are compatible for implantation. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported.

Event description:
Lenstec received an email stating that "posterior capsule tear with zonular dehiscence. Patient left aphakic".